Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that her glucose reading was 69mg/dl after being treated with food and glucose tablets. Troubleshooting was performed. The customer stated that she was confused and out of it. Her co-worker put sugar in her mouth and attempted to give her some food, but she still was out of it, and then the paramedics were called. Revised the priming technique and found that the customer disconnected from the tube while priming. Checked the date, time, and programming and found that they were incorrect. The caller stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that the bolus history shows only one bolus on (B)(6), 2012, which is incorrect. The customer did program a bolus of 0.5 units and noted that the bolus history was not saved in the bolus history. Advised the customer that a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracked case noted near corners of display window and reservoir tube lip. Missing end cap sticker noted.